Manufacturer narrative:
Exemption number: e2015015.

Event description:
(B)(4) - the dentist reported that 30 days after the dental implant was installed in intraoral region #28 it was verified its non-osseointegration . The 32 ncm of primary stability was achieved and immediate load was not executed.